Event description:
The customer's spouse called and stated that they do not have the serial number of the pump or the last bgs count. It was indicated that the customer was out of town and was hospitalized for high bgs. The customer was treated and released the same night. The customer went back on the pump and their bgs elevated again. The customer's spouse did not have the pump available to troubleshoot at the time of call. Advised the contact to "aware" the customer to disconnect from the pump and revert to back up plan."